Event description:
The customer reported image quality issues, with the image appearing with diagonal lines and sometimes not appearing during inspection for use involving an olympus colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.